Event description:
It is reported that the pt underwent a hip replacement surgery on (B)(6) 2007 for which a durum product was used. It is also reported that post op, the pt experienced back and groin pain.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer belgium, which markets the devices in (B)(4). The MFR did not receive devices, x-rays, or other source documents for the device related to this case, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info currently provided. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. Zimmer considers this case closed. Zimmer ref number of this file is (B)(4).